Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient was transported by ambulance to (B)(6) hospital on (B)(6) due to a condition unrelated to diabetes or pod use; however, sometime before or during transport to the hospital, the pod dislodged from the infusion site and subsequently led to elevated blood glucose levels. The patient noted that there was blood on the pod prior to detachment. She further stated that upon admission to the hospital, she underwent a procedure and was unconscious for approximately 26 hours afterwards, and therefore was uncertain whether the pod dislodged on its own or whether she removed it during her erratic state prior to admission. Upon waking, the patient reported high ketone levels, which she partly attributed to not having eaten. She received treatment for the elevated blood glucose levels using a sliding scale via intravenous insulin in the hospital. No specific blood glucose value was provided. The patient also reported misplacing the omnipod controller while hospitalized. She reported using insulin pens for meals, while basal insulin delivery continued from a newly applied pod; however, she was unable to administer bolus doses without the controller. The patient was discharged on (B)(6) or (B)(6) 2026; the exact date could not be confirmed by the patient. Review of the omnipod cloud data did not confirm a pod dislodgement occurring on (B)(6) 2026. According to the patient, the pod was discarded and is unavailable for investigation. The reason for hospitalization was unrelated to the pod dislodgement; however, this event is being reported as a medical event due to the medical treatment received while the patient was already hospitalized.